Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
The affiliate reported via email right shoulder instability with important loss of glenoid substance. During the procedure, the patient had a second degree burn at the right hand because of a water flow. The device is suspected because it have no temperature regulation system. The patient was seen for consulattions:on (B)(6) 2017: the healing was almost finished.on (B)(6) 2017: healing complete and paresthesy had disappeared.

Manufacturer narrative:
It was reported that the complaint device will not be returned; therefore a physical evaluation cannot be conducted. The reported complaint cannot be confirmed and a root cause the reported device failure cannot be determined. The lot number of the device was not provided which precludes a DHR review and a lot specific complaint history search. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). Incomplete. Depuy synthes has been informed that the lot number is not available. Device not returned.